Event description:
Per the clinic, the patient experienced an infection around the implant site. This was treated with steroid injections administered on (B)(6) 2010 and (B)(6) 2011. Additionally, the patient was treated continuously with IV antibiotics from (B)(6) 2011. Revision surgery was performed on the implant site on (B)(6) 2011. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.